Manufacturer narrative:
Based on a review of the returned implants and information provided by the international customer, it appears that the issue is not related to the performance of the construct. Revision surgery to remove and replace the construct occurred approximately 4 years after initial implantation. This would indicate that successful fusion had not yet occurred. In this case, the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion/healing. Typically, a functional fusion should take 3 - 6 months, but may take up to a year. During that time as successful fusion/healing occurs, there's a gradual transfer of load reducing the amount of stress placed on the implants. These implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and may fail over time if fusion is not achieved. The supplied instructions for use (ins-056 attached) provide a warning to aid in reducing this type of event. Warnings: 2. The system implants are used only to provide temporary fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure.

Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
An international customer (B)(6) reported that a rod broke over 5 years after implantation. The patient has received new products.